Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited "no disposable" alarm. Per reporter, the user was able to restart pump and thevpump began to alarm while displaying "run." No adverse patient effects were reported. Per reporter no additional information is available at this time.